Event description:
The intra-aortic balloon was inserted without incident. 94 hrs later, blood was noted in the extracorporal tubing indicative of a leak. The balloon was removed with some difficulty. Visual inspection of the balloon revealed a hardened blood clot inside the balloon portion of the catheter.